Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 260 mg/dl. The contact was unsure of the cause of the bg level; however, stated that the tubing was twisted and believed that was the cause. Reportedly, the contact filled tubing and successfully saw insulin drops of out the end of the tubing. The user addressed bg level with a bolus.